Event description:
It was reported that the pt sustained 2nd degree burns/redness under the adhesive portion of the electrode. Used for monitoring in hyperbaric unit for wound healing treatment for 1 hour, 50 minute periods.